Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer overrode the suggested bolus amount of a larger bolus. Subsequently the customer blood glucose (bg) decreased to 41 ¿ 45 mg/dl. Customer consumed a hamburger, eggs, ice cream, some bacon, fruit and salad to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.